Manufacturer narrative:
The field service representative (fsr) replaced the roller pump and testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was smoke coming from the roller pump head. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The roller pump functioned as intended throughout the evaluation. The pst did not observe any mechanical or electrical heat source issues. The pump was partially disassembled and there was no evidence of overheated electronic components or damaged wires. It was determined that the roller pump met specification.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was evaluated, and no smoking was observed. An internal inspection revealed the bearing/bearing seat/felt washer/encoder ring had excessive grease. The bearing and the seal were replaced as a precaution, and the roller pump ran for 28+ hours with no issues. Release testing was performed and passed. The unit operated to the manufacture's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.